Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via phone that an ar-2600sbs-4 speedbridge¿ implant system with biocomposite swivelock¿ had an issue. During a rotator cuff repair on (B)(6) 2022, the surgeon was trying to implant the device, the anchor body was not sitting correctly inside the bone yet and had not been implanted fully when part of the anchor broke inside the patient. Two-thirds of the anchor was left inside the patient's bone and the surgeon deemed it to be affixed securely and seated correctly, and the other fragment was removed from the patient. The case was then completed successfully with no impact to the patient.